Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. The sizing of the annular dimensions of the native valve was 26.6mm and a pre-dilatation performed with a balloon aortic valvuloplasty (bav) with a non-abbott device. During the procedure, implantation position was optimal with a final depth of -7mm. Retracing the system was also easy because the wire was well centralized. After about 30 second the 29mm navitor valve moved up from the annulus into the aorta. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a new 29mm navitor valve, which showed good results. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration post implant was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. Information from field indicated that there was sufficient calcium and that there were no retraction difficulties. The dept at deployment was 3mm and final implant depth was 6-7mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device